Event description:
It was reported that during implant the helix on the lead came out without using the pin after a lot of lead manipulation during a difficult procedure. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also noted: helix was able to be extended/retracted within specification.